Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. (B)(4). Further information was requested but not received. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was a lead malfunction. On (B)(6) 2020, the pacemaker system was removed. Related manufacturer reference number: 2017865-2020-14575, 2017865-2020-14576.